Event description:
Add'l info rec'd from rptr 3/1/06: letter provided from MFR regarding the device returned to medtronic minimed on 11/01/2005. "Following our receipt of the returned device, our analysis indicated that the device was unable to prime followed by a-33 alarms due to a defective force sensor."

Event description:
Rptr changed insulin pumps in spring 2005 from disetronic htron-v100, which was recalled by the FDA due to malfunctioning equipment. In october 2005 new pump errored a33 and the pump would not work and had to be replaced. The same error occurred on the new pump sent to rptr by minimed technologies and the second insulin pump within a one year timeframe had to be replaced. Rptr, had less problems with disetronic pumps x 18 years than with the minimed ones. Also, disetronic had a back up pump versus having nothing to use in case of malfunction, which was nice. It is hard to go back on injections after utilizing pump therapy for iddm - insulin dependent diabetes mellitus- after so many years, as the injection regimen is not recalled or has changed. Would like to know if there are alot of other complaints or issues with this product and a33 alarms.